Event description:
The dealer states one rear wheel had broken spokes right out of the box.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed